Manufacturer narrative:
Product complaint # (B)(4). No device received: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
(B)(4): (B)(6) 2025 - patient had episode of hypotension early this morning, now on epi at 0.1 with maps around 70. Systemic heparin started. Diuresis overnight, large bumex bolus.

Manufacturer narrative:
Additional information received: d6b explant date. Corrections: d4, e1, e4, g1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of bleed was most likely use issue related since withholding the systemic heparin, site no longer appeared to be oozing. Device history review: the device passed all the post sterile inspection checks.